Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue. The optic and one haptic were torn off missing. The cartridge ws not returned. Investigation under iaca m04-04 is ongoing.

Event description:
A silicone lens model aq2010v was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk as to what caused the lens damage. An msi-tm injector and an aq cartridge were used. The lot #s are unk.